Event description:
It was reported that the user experienced persistent hyperglycemia with a glucose value of 400 mg/dl after vomiting, and the dexcom g7 sensor disconnected and failed to pair with the ilet while the device was set to use g7; the user switched the ilet back to g6, then back to g7, and restarted the sensor, after which the agent advised to call back if reconnection did not occur. Symptoms included high blood glucose and nausea with emesis. Outcomes included a manual subcutaneous insulin correction using a pen totaling 20 units and improvement in how the user felt, with no hospitalization. Investigation included customer support troubleshooting for cgm pairing, device setting verification, and sensor restart education. Investigation of this case revealed a pairing failure between the dexcom g7 and the ilet without evidence of ilet pump malfunction and a blood glucose excursion consistent with hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was cgm connectivity failure leading to loss of sensor data to the ilet and resultant hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.